Manufacturer narrative:
(B)(4) d10: 00700005620 - 56mm cup size revision shell - (B)(6), 00625006550 - bone screw self-tapping 6.5 mm dia. 50 mm length - (B)(6), 00662406550 - bone screw self-tapping 50 mm length 6.5 mm dia. - (B)(6), 00662406540 - bone screw self-tapping 40 mm length 6.5 mm dia. - (B)(6), 11-300814 - arcos 14x150mm spl tpr dist - (B)(6), 11-300818 - arcos 18x150mm spl tpr dist - (B)(6), 010000903 - g7 10 deg e1 liner 40mm f - (B)(6), 11-301331 - arcos con sz a hi 70mm - (B)(6), 650-1058 - cer bioloxd option hd 40mm - (B)(6), 650-1067 - cer option type 1 tpr sleve +3 - (B)(6). H10: this device was erroneously reported under an incorrect MFR, and is now being submitted under the appropriate MFR. See original report 0001822565-2025-00139. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip surgery. Subsequently the patient is experiencing pain and is planning to be revised due to a loose cup. The revision date has not yet been scheduled. Attempts have been made and all available information has been provided.